Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported failed downstream occlusion which was reproduced as a false downstream occlusion alarm. A review of the event history log identified multiple downstream occlusion alarms. The cause was determined to be the downstream tubing guide was out of adjustment which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "failed downstream occlusion". There was no known patient injury or medical intervention associated with this event. No additional information is available.